Event description:
It was reported the bronchovideoscope had a temporary image loss. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, h2, h3, h4, h6 and h11. Corrected field: b5 the device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found image was flickering. Based on the results of the investigation and previous investigations, it likely suggests probable causes of the reported failure is due to probable causes such as damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of this complaint is traced to expected or random component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 for information inadvertently left out of previous report:'the issue occurred during reprocessing.'